Event description:
The hemocue glucose 201 system showed the following glucose readings on a pt: 97 mg/dl and 157 mg/dl. A comparison was done using another system, a bd glucometer, and the result was 445 mg/dl. No pt impact is reported.

Manufacturer narrative:
The results of the investigation at hemocue show no malfunction. The micro-cuvettes from the same lot, returned by the customer, show results within specification and the analyzer has been verified to perform as intended. The problem that the customer had experienced could not be confirmed.